Manufacturer narrative:
1 of 2 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbines needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where a midwest phoenix handpiece won't hold burs. There were no injuries in any of the events.